Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the currently available information, the cause of the reported event could not be determined.

Event description:
A medwatch form (mw5088033) was received which reported that a foreign body was noted on chest x-ray and retrospectively identified on abdominal x-ray after the procedure for PICC line exchange along with replacement of peritoneal dialysis catheter. Therefore, the patient under went cardiac catherization under anesthesia for removal of the foreign body from her left pulmonary artery. Assessment of the foreign body by pathology using light microscopy suggests that the foreign body is consistent in size and color with the guidewire (subject device) used for PICC line exchange.